Event description:
The customer reported that the battery was not retaining a charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician confirmed the reported issue. The service technician replaced the back up battery to address the finding and reported problem. Applicable final testing was performed per operating specifications.